Event description:
Caller reported a malfunction on pump, displaying malf 3 code, but no notable events preceded issue. There was no adverse impact to customer¿s blood glucose level. Technical support arranged pump replacement, advising customer on storage mode and return procedure, ensuring insulin delivery through alternate mdi therapy.